Manufacturer narrative:
Bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. No photos were sent for evaluation. Without a sample, bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the stopper of the bd luer-lok 60 ml syringe was difficult to move and when it was moved there was visible residue on the inside surface of the syringe barrel. After observing this residue the plunger that moves without difficulties. There were no medical interventions because of this incident.